Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist connected to the station, reviewed logs and found no error. Then, the tss checked health site viewer (hsv) and confirmed that the station was not showing on critical override. The system functioned as intended after the technical support specialist verified the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was on critical override. Station was on offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.